Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the investigation is based on the event description only. It was reported that one filter leg perforated the vena cava. Unsuccessful retrieval attempt due to inability to engage the filter hook, since perforating filter was tilted into right renal vein and since retrieval attempt had pushed the filter hook through the vena cava wall. Filter successfully retrieved by hangmans technique and the event resolved without sequelae. No product was returned and no imaging was available. Therefore, based on the information provided it would be inappropriate to speculate at what may or may not have caused the filter to tilt into the renal vein and to perforate the vena cava. It is noted that the filter hook was pushed through the vena cava wall during a retrieval attempt and that the filter was successfully retrieved using advanced technique. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k) k172557. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: patient had planned whipple procedure. During that time, it was noted that the ivc filter had perforated, and one of the legs was sticking out of the ivc. It was planned that the patient would resume anticoagulation when able, and filter would be removed one week afterwards. Retrieval was attempted on (B)(6) 2018, which was unsuccessful due to an inability to engage the filter, which was tilted into the right renal vein, had struts through the ivc wall and with the retrieval attempt pushing the hook through the wall. A second attempt on (B)(6) 2018 using the hangman's technique was successful. Patient outcome: unknown.